Manufacturer narrative:
The reported event of dislodgement was not confirmed. A complete lead was returned in one piece for analysis. Helix, visual, and x-ray examination were normal with no anomalies found.

Event description:
Related manufacturer reference number: 2017865-2023-19110. It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the atrial lead exhibited intermittent capture, dislodgement, and suture sleeve movement. The right ventricular and atrial leads were capped on 13 apr 2023. The right ventricular and atrial leads were later explanted and replaced where it was discovered the right ventricular lead had dislodged. The patient was stable and discharged following the procedure.